Event description:
It was reported to philips that the system was unable to boot. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and confirmed that the system was unable to reboot. Upon troubleshooting rse found that sbc was faulty. To resolve this issue, rse replaced the part in another case ID. The system was returned to use in good working order. The codes were updated based on the investigation outcome.